Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing/stuck pixels on the display ,white dots on the bottom of the screen, and green dots on the top of the screen making it hard to read text or see any graphics. Additionally, the touch screen was unresponsive. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.